Manufacturer narrative:
The customer reported that the central nurse's station has been resetting itself several times a month. The last time it reset, it took approximately 5 minutes to boot back up. The customer informed technical support that this issue is also occurring on another unit. Qa has requested the dump files and log files for the two cns units for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station has been resetting itself several times a month.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with the central nurse's station (cns) (pu-621ra; sn (B)(4)). From patient monitoring: customer emailed ts and reported that the cns had been resetting itself several times a month. The last time it reset, it took approximately 5 minutes to boot back up. Service requested: troubleshooting. Service performed: this was reported to be an ongoing issue with the customer. The incident was being reviewed by nkc under irc_nka300101707. Investigation summary: the root cause of this issue was undetermined due to old software version and insufficient log content. Recommendation is to upgrade the cns-6201a software to the latest version. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The customer reported that the central nurse's station has been resetting itself several times a month.

Manufacturer narrative:
The customer reported that the central nurse's statioin has been resetting itself several times a month. The last time it reset, it took approximately 5 minutes to boot back up. The customer informed technical support that this issue is also occurring on another unit. Qa requested the dump files and log files for the two cns units for investigation. The files were investigated by nkc. It was stated that the problem may have occurred in the application process concerning the operation of the review screen. However, nkc could not confirm that this was the root cause due to the cns operating on an old software version.